Event description:
It was reported the lead impedance was 2500 ohms, with an increase in capture thresholds. Within two weeks of this report, the lead was replaced. No patient complications have been reported as a result of this event.